Event description:
My dexcom g6 system reported incorrect values- it indicated a blood glucose of 182 when a glucometer read 244. This had apparently been an ongoing issue for a number of days (likely the preceding 5 days that the sensor had been in use), resulting in significant underdosing of insulin, and resulting recurrent undetected hyperglycemia. FDA safety report ID# (B)(4).